Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in australia. According to follow up, there was no specific error code, uniquely the text message was displayed on the screen. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that an electronic gas blender displayed an error message indicating the module/sensor was faulty. There was no patient involvement.

Manufacturer narrative:
The affected device has been returned back to the manufacturer's site for repair. Complained error was not reproduced and value deviation for co2 was detected during calibration. As per tssi service, flow sensor for co2 was identified as failed component and needs to be substituted. The unit was manufactured in 2018 and according to the review of the complaints database no further complaints have been reported in the past. Based on the above facts, the root cause of the reported issue has been traced back to defective gas blender's component (co2 flow sensor). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: the repair has been completed, replacing the co2 flow sensor to solve the issue.subsequent functional verification testing was completed without further issues and the unit was returned to service.